Event description:
A patient arrived in the emergency department in acute coronary syndrome and respiratory distress. IV lines were placed and connected to the hospira macro y set tubing. It was noted that the IV meds (lasix and morphine)had leaked from the tubing connector onto the stretcher. The connectors were misshapened into ovals, rather than round. The connection could be made, but the connector would return to the oval shape and leak. The macro y set was swapped out and replaced with a set from a different lot number. The patient was transfer to ccu for comfort care measures at the request of the family. The macro y sets were examined and found to have the misshapen connectors for that lot number. The lot number has been removed from supply by purchasing at this facility and system wide.